Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery depleted quickly and customer received inaccurate fill estimates. In addition, it was reported that the customer received elevated and low blood glucose levels. Customer did not provide bg values. Customer declined to provide any additional information regarding the reported issues.